Event description:
Motorized wheelchair carrier provided by medical vendor four years ago turned out to be the wrong type. Now it is almost falling off back of 2014 subaru outback. I am now mostly trapped at home; cannot shop or go to medical appointments. Four years ago I could have traded for a more wheel-chair adaptable car. Unable to use prosthesis.